Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d4, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot (B)(4) with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot (B)(4) , test base part number 190-430 / lot (B)(4) . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(4) showed that the complaint rate is (B)(4)% . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
Reference report number: 1221359-2021-01776. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results on the ID now covid-19 assay. This report addresses event one (1) of event two (2). Pcr confirmation testing was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.